Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, "implant all the way to the left side on ribs", and exchange from textured implants due to concern with the product.

Event description:
Patient reported a left side deflation, "implant all the way to the left side on ribs, and bilateral exchange from textured implants due to concern with the product. Patient also reported " hotness through out [their] body, rashes, hives, and itchiness"; these events are not device related. Device remains implanted.

Event description:
Device has been explanted.